Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and dislodgement were able to be confirmed. The failure to advance and difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the rx herculink elite renal and biliary stent system instructions for use (IFU) states: the rx herculink elite renal stent system is indicated for use in patients with atherosclerotic disease of the renal arteries following sub-optimal percutaneous transluminal renal angioplasty (ptra) of a de novo or restenotic atherosclerotic lesion located within 10 mm of the renal ostium. It is likely that the sds met resistance due to the heavily calcified anatomy, resulting in the inability to cross the lesion. Further attempts to advance the sds as resistance was encountered would have contributed to the noted damage to the stent; which in turn would contribute to resistance during retraction of the device. An interaction of the damaged stent struts with the introducer sheath would have contributed to the stent ultimately dislodging from the balloon. It should be noted the IFU states: should unusual resistance be felt at any time during either lesion access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and / or delivery system components. The patient was sent to surgery to remove the dislodged stent, which likely contributed to further damaging the stent as noted in the return analysis. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mesenteric artery, which was heavily tortuous and was heavily calcified. After pre-dilatation was performed on the lesion, the 6.0 x 18 mm rx herculink elite stent delivery system (sds) would not cross the lesion. Force was applied in the attempt to cross; however, it still would not cross. During retraction, the sds caught on the lip of the guiding catheter, and could not be removed; therefore, the guiding catheter and the sds were removed together. After retraction of the sds, a stent strut was observed to be flared. Additional pre-dilatation was performed and an attempt was made to cross the 6.0 x 12 mm rx herculink elite sds; however, it also failed to cross. Force was used in an attempt to cross the lesion; however it still would not cross. Retraction of the device was not possible as it could not be removed through the sheath; therefore, the patient was sent to surgery for a cut down procedure to remove the sds from the anatomy. No further treatment was performed on the patient due to the failed attempts at cross the heavily calcified and heavily tortuous artery. The patient is reported to be well post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 6.0 x 18 mm herculink elite stent referenced is being filed under a separate medwatch report.

Event description:
Subsequent to the previously filed medwatch report, new information received states that force was used in an attempt to cross the lesion; however it still would not cross. Retraction of the 6.0x12 mm rx herculink elite device was not possible as the stent struts were observed to be flared making it difficult to remove it through the sheath. This resulted in the stent implant dislodging from the balloon into the common femoral artery. The patient was sent to surgery for a cut down procedure to remove the stent implant from the anatomy.